Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year old male patient, after the first successful shock was delivered, the device failed to discharge on all subsequent shock attempts. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating a malfunction. Review of the device activity logs did not show any evidence to support the customer's report. The device log indicates only one shock advised event determination where the device discharged. There are no other occurrences of charging activity or shock advised in the 54 minute case file. Our investigation concluded this report to be unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.